Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the reported low speed and pump stoppages events; however, a specific cause cannot be conclusively determined through this evaluation. Review of the submitted system controller log file confirmed the low speed and pump stoppage events occurring on (B)(6)2016. These incidents appeared to have occurred while the patient was supported by the patient¿s power module cable and showed corresponding alarms for low flow hazard, low speed hazard, motor stopped, and driveline disconnect. Based on previous complaint experience, these captured events appear consistent with a potential driveline issue. The returned system controller was functionally tested and operated as intended. Evaluations of the submitted x-ray images were unremarkable. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 7 months. The pump remains in use supporting the patient; however, the power module patient cable and system controller are expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had four pump stoppages on (B)(6) 2016 between 7:01am-7:18am. There were no other events associated with the pump stoppages and no further alarms afterwards. The customer stated there were no obvious issues such as a fracture with the percutaneous lead. The patient was reported to be asymptomatic. The manufacturer's technical services representative reviewed the submitted system controller log file and observed the reported pump stoppage events which only appear to have occurred while the pump was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. X-ray images submitted were unremarkable. On 05/11/2016, technical services performed a percutaneous lead evaluation. During the evaluation, no speed drops or pump stoppages were able to be reproduced; however, it was stated that an internal percutaneous lead issue was suspected. It was reported that the system controller's black power lead was damaged midway along the length of the lead. The patient cable and system controller were exchanged. The patient was discharged with a regular grounded power module patient cable. No further issues have been reported.